Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during a spine procedure it was discovered that the synex cage holder was broken. This is a crucial instrument for 80% of the corpectomy procedure. The procedure was delayed 90 minutes and surgeon had to use multiple forceps which did not provide stability , so closed to spinal cord. The procedure was completed successfully. The patient outcome was unstable. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Event description:
Device report from synthes reports an event in south africa as follows: it was reported on (B)(6) 2020, that during a spine procedure it was discovered that the synex cage holder was broken. This is a crucial instrument for 80% of the corpectomy procedure. The procedure was delayed 90 minutes and surgeon had to use multiple forceps which did not provide stability , so closed to spinal cord. The procedure was completed successfully. The patient outcome was unstable. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.